Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages, including, but not limited to, tilt, filter embedded in wall of the ivc, filter unable to be retrieved, blood clots, clotting and occlusion of ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient profile form. The trapease was implanted due to chronic recurrent pulmonary embolism despite adequate anticoagulant or contraindication to anticoagulant. At the time of the index procedure, approach was made femoral right femoral artery. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported retrieval difficulty, unable to retrieve from the vessel wall, could not be confirmed. However, the cordis trapease permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off-label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This is a supplemental to include the model/ catalog number, the brand name, the unique identifier (UDI) number and the PMA/510(k)number. The appropriate fields were completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the events were previously captured on an initial med watch under a prior complaint handling system. Manufacturer regulatory report number was 9616099-2016-00393. This report is being submitted due to additional information received. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the legal department, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, tilt, filter embedded in wall of the ivc, filter unable to be retrieved, blood clots, clotting and occlusion of ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Addendum: the following is additional information was received per the patient profile form. The trapease was implanted due to chronic recurrent pulmonary embolism despite adequate anticoagulant or contraindication to anticoagulant. At the time of the index procedure, approach was made femoral right femoral artery. A lot number has been provided.